Event description:
It was reported that leaking from the connection between the main unit and the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 22g safestep infusion set. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a leak was observed originating from the proximal adhesive well on the needle housing. The needle housing was microscopically inspected and a void in the adhesive was identified at the leak location. The device is a supplied component and the supplier was notified of the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leaking from the connection between the main unit and the tube. No other information was provided.